Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a cracked downstream occlusion (dso) seal that had cracks over the bubble forming in the center, and a buckled/dented upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the cassette not latching, and during physical inspection it was found that the downstream occlusion (dso) seal was cracked, and the upstream occlusion (uso) seal was buckling/dented. After investigation the results indicated a reportable malfunction due to the cracked dso seal and buckled/dented uso seal. This occurred during testing, and there was no patient involvement.